Manufacturer narrative:
(B)(4). It was determined that a device evaluation is not necessary as the patient's death was unrelated to pump therapy and there were no allegations of malfunction.

Event description:
The patient's death was unrelated to pump therapy and there were no product issues. The pump was explanted and returned. Explant date is unknown.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient expired on (B)(6) 2016. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.